Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported conflicting sars results for one patient. The patient's symptomatic status is unknown. The customer communicated the patient received a positive on a sofia analyzer, and then the same sample received two negatives when repeated on a sofia analyzer. Unknown if the result was confirmed. Confirmation method(s) not provided. The customer communicated they used universal transport media (off label use).